Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported unable to login minimed mobile app. Troubleshooting was  performed and found constant issues with the app. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app and the device will not be returned for analysis.